Manufacturer narrative:
The sling that was used during the incident went with the client to the hospital and now cannot be found.

Event description:
Transferring resident from wheelchair to bed. Resident was up in air off of chair. The cnas pulled the chair out from under resident and were getting ready to turn. They heard a snap sound and the resident fell to the floor. The resident's right side was out of sling and resident hit head on floor. Resident had broken a femur, broken collar bone, and broken neck. The resident had a subdural hematoma.